Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that they received failed battery test alarm. The customer's blood glucose was 8.0 mmol/l at the time of incident. The insulin pump failed self test and received pump error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump error alarm confirmed in the pump history due to cold solder joint on keypad assembly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected failed battery test alarm noted during testing. The insulin pump was received with high sleep current due to corroded battery tube. The insulin pump was received with faded serial number label, minor scratched lcd window and cracked select button keypad overlay.